Event description:
Sm8a functioned well at 70mmhg for nearly two months but in (B)(6), even at the setting of 30, the patient condition did not improve. Therefore, the surgeon replaced it with codman (B)(4). The new valve functions well at the setting of 110mmhg.

Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(6) 2014. Results of analysis will be developed in a follow-up report.